Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, the epg failed ot start up. The epg was sent for repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found a weak battery, and after the battery was replaced, there was no anomaly found.